Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff component was visually inspected and underwent leak testing. Visual inspection found a pinhole in the cuff shell consistent with wear at a corner of a fold. The cuff did not pass leak tests due to the identified pinhole. The pump and balloon components were visually inspected and underwent leak testing; however, no damages nor abnormalities were found. Both components passed leak tests. Based on the information available and analysis results, the pinhole found in the cuff shell could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning properly due to cuff rupture and fluid leakage. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning properly due to cuff rupture and fluid leakage. The device was explanted and replaced. No patient complications were reported.